Manufacturer narrative:
The reagent lot number is 831343. The expiration date was not provided. The field service representative replaced and adjusted the sample probe and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results for 2 patient samples on a cobas c 303 analytical unit. Patient (B)(6): the initial result was 7.88 mg/l with a data flag, and the repeated result was 151 mg/l. Patient (B)(6): on (B)(6) 2025, the initial result was 0.54 mg/l with a data flag, and the repeated result was 6.72 mg/l. The repeated results were believed to be correct.